Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely that the suture/ knot was pulled out of the anatomy due to friable femoral vessel. The knot was likely unraveled due to handling after it was pulled out of the anatomy. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a pulsed field ablation (pfa) procedure. The sutures of two prostyle devices were successfully pre-placed. The sheath was upsized to 13f and the pfa procedure was completed. Reportedly post procedure, during suture management, both sutures pulled out from the anatomy with the knot unraveled [loose]. A new prostyle device was deployed to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.